Manufacturer narrative:
(B)(4). Sv 2.8b. Insuliln pump monitored for several days. Insulin pump received with all operating currents within spec and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. Unit unable to download unit to thds due to several a47 alarms at the alarm history file. A47 alarms due to a corrupted history file. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with minor scratched lcd window, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test. Battery was removed and cleaned. Battery contact were not missing and damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.